Manufacturer narrative:
Journal article: five-year clinical outcomes of first-generation versus second-generation drug-eluting stents following coronary chronic total occlusion intervention authors: yong hoon kim; ae-young her1; seung-woon rha, et al. Journal: journal of geriatric cardiology year: 2019 reference: doi:10.11909/j.issn.1671-5411.2019.08.006. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Age: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
Zotarolimus-eluting drug stents were used as part of a study comparing long-term clinical outcomes between first-generation (1g) and second-generation (2g) drug-eluting stents (dess) in patients who underwent successful percutaneous coronary intervention (pci) for coronary chronic total occlusion (cto) lesions. Lesions treated included the proximal, mid and distal left anterior descending (lad), left circumflex (lcx), right coronary artery and ramus. Clinical outcomes of the procedures include all cause death and cardiac death, myocardial infarction (mi), target vessel revascularisation (tvr), target lesion revascularisation (tlr) and non-target vessel revascularization (non-tvr).